Manufacturer narrative:
G4:26mar2021. B4:03apr2021. The error message came up while transporting the patient. No other patient information is available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:29jan2021; b4:02feb2021. The product event was found during testing of the unit. Further, the unit shutdown with alarming in intervals. The biomedical technician evaluated the unit confirming the product event. The biomedical technician replaced the rp-cable, da to mc pcba,2nd gen, rp-overlay, power switch, rp-pm kit. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer contacted technical support (ts) stating that unit had error codes of alarm led failure and data acquisition (da) pcba adc reference failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported.